Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 56 pulses. The bottom housing and environment seal were inspected for any damages that would indicate that the needle mechanism deployed into them. No damages were observed. The needle mechanism was reset and fired properly during the investigation, the exact cause of the reported event could not be determined.

Event description:
It was reported that the needle deployed the cannula late indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.